Event description:
A malfunction was reported with the pump, identified by malfunction code malf 9. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code recurred, which the caller acknowledged and understood.